Manufacturer narrative:
One pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. It was noted that the pushrod would not advance which is due to a motor error. The customer's complaint is verified and the root cause was determined to be due to the motor, which was replaced upon completion of the investigation.

Event description:
Information was received that a smiths medical cadd ms3 is not detecting the cartridge. Additionally, the push rod will not move. No patient injury resulted.